Event description:
Health professional reported, "explanted band [and] port/unable to tolerate lap-band adjustments."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Health professional has declined to provide additional information.